Event description:
Customer reported the accutorr plus monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included repairing the nibp/cpu board and replacements of the flash memory. The unit was calibrated and safety tested to factory's specifications.